Event description:
Two probes were placed in the kidney. One probe frosted up the shaft during the first freeze cycle. The probe was thawed and removed. Second freeze of the kidney was completed with second probe. Pt was sent to recovery.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.